Event description:
It was reported that the physician, who is trained in use of the device, attempted femoral arteriotomy closure using the starclose vascular closure system after a coronary diagnostic procedure. The device was stuck and was pulled out with counter pressure. Hemostasis was achieved with the starclose device. There was no patient injury. No additional info is available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.